Event description:
Information from intl. Clinical trial database. Homonym hemianopsy- visual deficits. Coils used: x-3-8-t10-hss, nexus helix supersoft csr, x-2-8-t10-hss, nexus helis supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other country's. Enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.